Event description:
The health care professional reported that the pt's skin flap over the implant became infected in may 1996. Due to ongoing infection the device was explanted on 02/21/1997. The surgeon reported that the infection was probably not related to implant use as the pt had used the device for 5 years without problems. The health care professional has been informed that the explanted device should be returned to cochlear limited.